Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.9., h.6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening and wear abrasion. Leak test was performed and found opening on anterior . A microscopic analysis was performed which identify sharp opening in the anterior and opening striated in the anterior . A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a opening sharp in the anterior side assessed as unidentified (tear) opening. A striated edge opening on anterior. Side assessed as surgical damage. Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.